Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the calcified and 70-90% stenosed anatomy resulting in the reported difficult to advance. During use, interaction of devices and/or inadvertent mishandling resulted in the reported material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with the mid and distal segment with diffuse stenosis and 70-90% stenosis, mild muscle bridges, calcifications visible on angiography and no tortuosity. The lesion length was 30 mm. During the procedure, the balance middleweight (bmw) universal ii guide wire was advanced with resistance with the anatomy noted. A pre-dilatation balloon, cutting balloon and drug balloon were advanced along the guide wire. The residual stenosis was 10% and the physician wanted to step down, however, during removal, the wire was suspected to be broken. The guide wire was removed and it was found that the tip was separated and not removed with the rest of the wire. The tip was found in the y valve outside the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another bmw guide wire was used to complete the procedure. No additional information was provided.